Event description:
The facility reported a colleague 2006 pump with software version 5.09.90 that had an inoperable stop button. The reported condition was identified during bio-med testing. There was no documented pt injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.